Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9, h3: the device was initially reported as not returning for analysis; however, it was returned. H6: component code: 4755 removed, type of investigation code: 4114 removed, investigation findings 3221 removed.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. The 4.5x8mm nc traveler balloon dilatation catheter (bdc) was used in the procedure and the balloon was inflated 3 times to 12 atmospheres. Negative pressure was applied for 5 seconds to deflate the balloon; however, the balloon would only partially deflate. The bdc was removed from the patient with the balloon partially inflated. It was also reported that the bdc was not prepped prior to use per instructions for use. Another traveler balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. It should be noted coronary dilatation catheters (cdc), nc traveler rx, instruction for use (IFU), specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported compliant. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.